Event description:
It was reported that an x-ray at the patient's one week post-op appointment showed two anchors were dislodged from the bone; the patient subsequently required a second surgery. The original procedure was a right shoulder arthroscopic rotator cuff repair. Implants were fully seated. Quality of bone was reported as soft. The reporter stated the patient had an incident when he came home from his original surgery; he ran into a door with his operative shoulder. The second surgery, an open hardware removal and revision supraspinatus repair, was completed successfully. The patient currently is doing fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The explanted devices were requested for evaluation but per the facility will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history records revealed nothing relevant to this event. As reported, the most likely cause(s) of this event is the post-operative trauma to the operative site along with the patient's soft bone quality. This is the first complaint of this type for these part/lot combinations. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.